Event description:
The initial reporter complained of discrepant high results for 1 patient tested for elecsys dhea-s (dhea-s) on a cobas 6000 e 601 module. Two samples were drawn at the same time into 2 primary sample tubes. The results from the first sample tube: 393.4 ug/dl, 254.8 ug/dl, and 249.5 ug/dl. The results from the 2nd sample tube: 251.3 ug/dl, 380.9 ug/dl and 261.8 ug/dl.. No questionable results were reported outside of the laboratory. The dhea-s reagent lot number was 626134 with an expiration date of 30-sep-2023.

Manufacturer narrative:
During the service visit on (B)(6) 2022, the pinch tubes were replaced. The investigation is ongoing.

Manufacturer narrative:
The customer's calibration signals were within expectations. Qc was acceptable on the day of the event. The pinch tubings appeared leaky in the images provided. The investigation determined the leaky pinch tubings were the root cause of the event.